Manufacturer narrative:
Additional info: a2, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an indwelling central venous catheter on (B)(6) 2021 and it was used for hemodialysis. On (B)(6) 2021 (the catheter has been in place for 17 days), when hemodialysis was performed again, the nurse withdrew the central venous catheter and found that the catheter had a leak at the arterial extension tube near the connector after flushing. It was stated that it could not be used, and dialysis was not possible. There was nothing unusual observe on the device prior to use, and there were no other defects/damages found on the product where the leak was observed. The clamps were moved to a new location after each treatment, no other products was utilized with the device, tego was not utilized, iodophor was the cleaning agent used on the device and also utilized to clean the adapters, the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area, and there was no intervention/treatment required as a result of the event. There was an unknown amount of blood loss and blood transfusion was not required. The catheter was extubated and reinsertion of a new femoral venous catheter for dialysis was done to resolve the issue. There was no reported patient injury.